Event description:
Summary of device evaluation in h 10. Additional informaiton h 6.

Manufacturer narrative:
Other, other text: investigation completed on a smiths ambulatory infusion pumps/cadd legacy 1 pumps - 6400 air in line was duplicated and isolated to faulty air detector. This was not revealed in the event log. Action was taken to replace air detector. Device went on and passed all functional testing.

Event description:
Information was received indicating that a smiths medical pump was presenting with an incorrect "air in line" error. There were no reported adverse events.